Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the punch was not cutting the aorta completely. They backed the item out and tried to use it again and on the 2nd attempt it would not open; guess tissue was stuck in it. They were able to use scissors to complete the procedure. There was no patient harm and the patient is doing fine.